Event description:
Caller reported a cgm error 42. No adverse impact to the customer's blood glucose level was indicated. Technical support assisted the caller with resetting the pump, which resolved the issue, allowing the caller to successfully start their sensor session.